Event description:
The patient had radicular pain and spasms around her back and ribs. The lead was too big for the space and the physician decided to replace it. There was not an issue with the lead itself, and it was disposed of by the hospital.

Manufacturer narrative:
(B) (4).